Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn for details pertinent to this event.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn for details pertinent to this event. The corrected initial report has been submitted under 3012307300-2024-07890.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two sets of the device were leaking. There was patient involvement and no patient harm/adverse event reported.